Manufacturer narrative:
The sample was a plasma, lithium heparin green top with separator tube. Customer reports no issues with instrument or tests and no control issues were reported. A field service engineer (fse) visited and replaced sample probe and syringe as a precaution.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding both falsely high and low results of multiple chemistries for one patient plasma sample generated by the au643-02e clinical chemistry analyzer. The erroneous results were reported outside the laboratory. The original specimens were re-tested, within one hour, and corrected reports were issued. Patient treatment was not impacted in this event.